Manufacturer narrative:
The pump alarmed motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the self test, off no power, unexpected restart, occlusion, prime, excessive no delivery, or displacement tests due to the motor error alarm. The pump passed the idle current test and run current test. Unable to verify the motion sensor, software error, or battery out limit alarm due to the motor error alarm. No unexpected restart alarm or erased memory anomaly was noted. The pump was received with cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the pump alarmed during rewind. The mother states the pump alarmed for battery out limit, motor error and motion sensor test failure. The customer's blood glucose level at the time of incident was unknown. The customer's most current level was 80mg/dl. Troubleshoot as conducted. The customer was advised the pump would be replaced and returned for analysis.